Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('severe dysmenorrhea') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), anxiety ("medical anxiety"), general physical health deterioration ("physical and mental health are just taking hit after hit"), mental status changes ("physical and mental health are just taking hit after hit"), emotional disorder ("drained emotionally"), tooth loss ("teeth destroy"), frustration tolerance decreased ("frustrated"), nervousness ("nervous") and metal poisoning ("nickel or other mrtals taht settle in brain"). The patient was treated with surgery (total laparoscopic hysterectomy; robotic-assisted; bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the anxiety, general physical health deterioration, mental status changes, emotional disorder, tooth loss, frustration tolerance decreased, nervousness and metal poisoning outcome was unknown. The reporter considered anxiety, dysmenorrhoea, emotional disorder, frustration tolerance decreased, general physical health deterioration, mental status changes, metal poisoning, nervousness and tooth loss to be related to essure. The reporter commented: could be the nickel or other metals that settle in brain, could be the chronic inflammation. Severe dysmenorrhea captured from mr as it was pre-op diagnosis:for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2021: medical record received. Case becomes serious incident. New event: severe dysmenorrhea was added. Reporters, plaintiff's demographics, concurrent conditions and surgery details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.